Event description:
No further event information available at time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: medical product: unknown palacos cement catalog# ni, lot# ni ; unknown rebofacin cement catalog# ni, lot# ni. The updated sections do not change the previously reported investigation codes or summary.

Manufacturer narrative:
(B)(4). It was reported that implant date occurred between 05-jan-2009 and 31-mar-2015 and the revision occurred between 05-jan-2009 and 31-mar-2020. Medical product: unknown nexgen lps bearing catalog#: ni, lot#: ni. Foreign - (B)(6). Literature - brown, m., ramasubbu, r., jenkinson, m., doonan, j., blyth, m., & jones, b. (2021). Significant differences in rates of aseptic loosening between two variations of a popular total knee arthroplasty design. International orthopaedics, 10.1007/s00264-021-05151-w. Visual and dimensional evaluations could not be performed as no product was returned nor were pictures provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a study with the purpose of ascertaining rates of aseptic tibial loosening for two implant types within five years of implantation reported that 22 patients underwent revision due to aseptic loosening. Patients were classified as having aseptic loosening if they had symptoms including pain, instability or swelling; had radiographic evidence of loosening; and did not meet the msis criteria for infection attempts have been made and no further information was provided.